Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a shaft break occurred. The location of the lesion is unknown. Upon attempt to treat the lesion, the flextome monorail cutting shaft broke. No patient injuries or complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a shaft break occurred. The location of the lesion is unk. Upon attempt to treat the lesion, the flextome monorail cutting shaft broke. No pt injuries or complications were reported.

Manufacturer narrative:
Device evaluated by the manufacturer: it was initially reported that the device had been received; however device analysis concluded that the returned device was not a bsc product. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).